Manufacturer narrative:
The t:slim user guide states: "always remove all air bubbles from the system before beginning insulin delivery. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the 100's (mg/dl). During troubleshooting with tandem technical support, it was identified that the customer was not performing the air removal step properly when loading a cartridge. Tandem technical support educated the customer regarding the correct procedure and advised the customer to avoid abrupt temperature changes with the pump.